Manufacturer narrative:
B3. Date of event: event date not provided. The device was not returned for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the information provided, it is most likely tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow were likely to lead to continuously elevated temperature (close to or higher than epoxy degradation temperature) at the fiber tip near the laser beam output window resulting in the reported defects. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. Therefore, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this event.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber tip detached and was forward firing after 75565 joules of use. The fiber tip remained intact, however, the fiber tip was rotating. The case was completed with a second fiber and no patient clinical consequences.

Manufacturer narrative:
Date of event: event date not provided.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber tip detached and was forward firing after 75565 joules of use. The fiber tip remained intact, however, the fiber cap was rotating. The case was completed with a second fiber without clinical consequences to the patient.